Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine dialysis treatment, the cycler displayed a pressure alarm followed by a pump alarm. Rinseback was not performed as the blood in the cartridge circuit was believed to have clotted due to the elapsed time spent troubleshooting the alarms, resulting in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to operator error. Nxstage technical support reviewed the event with the operator and concluded that the pressure alarm and the pump alarm were most likely caused by a clamp left closed by the operator on the therapy fluid inlet line. There is no evidence of a device malfunction. The user's guide provides instructions for alarm troubleshooting and instructs to resolve all alarms promptly and to discontinue the treatment with rinseback if alarms cannot be resolved. A direct correlation between the nxstage system one and reported blood loss cannot be established. Facility notified of event and provided additional training. Nxstage medical considers this report closed.